Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported they are unable to describe the possible damage to the drive support cap. The insulin pump was not exposed to high magnetic field. Customer was unable to clear the alarm. Customer was able to complete insulin pump rewind. The device will not be returned for analysis.